Manufacturer narrative:
Additional: if follow-up, what type? Update: date received by MFR, type of reports, evaluation codes, additional MFR narrative. Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that the surgeon was unable to insert the lag screw and the distal screws. An information was received that the 125° ccd angle on the targeting guide was used. The nail itself is with 130° ccd angle. Review of received data - a cd was received with 12 x-ray pictures. 3 pictures show some patient information. Four (4) pictures are pre-operative x-rays dated (B)(6) 2016. Three (3) of them show the left side with a broken bone (intertrochanteric fracture). The other one shows the right side - no abnormalities with her right leg. 3 further x -rays were done intra-operatively dated (B)(6) 2016. Two of them show the lag screw implanted and the other one the distal screw. The final 2 x-rays post-operative dated (B)(6) 2016 show the znn nailing system implanted after one month. The lag screw position seems to be suboptimal. It can be assumed that a not correct ccd angle was chosen. - a pre-operative report dated (B)(6) 2016, a chart copy and the surgical report of implantation dated (B)(6) 2016 was received. The preoperative report describes that the patient fell at home sustaining a fracture of the left hip. It can be mentioned that the patient's left leg is shortened and externally rotated at the hip. The patient had pain. The patient also has dementia. The surgical report of implantation dated (B)(6) 2016 describes that the user had difficulties to place the distal screws and the lag screw while using the targeting guide. Finally, he was able to place one distal screw and also the lag screw. According to the user a stable fixation was achieved. The chart copy dated (B)(6) 2016 describes some information about the performed surgical procedure on (B)(6) 2016. The information like surgical times, general information, or starts, monitoring, positioning are given. No relevant information can be gathered. No product was returned to zimmer biomet for in-depth analysis, the cmn femoral nail, ccd 130, left, 11.5 mm, 21.5 cm stays implanted. Review of product documentation - the surgical technique nr. The 97-2493-002-00 describes that the correct ccd angle between lag screw hole, distal screws and targeting guide should be chosen. It is unknown which targeting guide was used in the surgery. There are two targeting guides (00-2490-003-10) and standard (00-2490-003-00) targeting guide available. When implanting a short nail the standard targeting guide must be used. When implanting a long nail, either the modular standard targeting guide or standard targeting guide can be used. Lag screw placement: for the standard and modular standard guides, instruments marked blue are utilized to place the lag screw. Marks on the targeting guides near the holes indicate the color of cannula that should be passed through that specific hole. The lag screw hole labeled 125 is designed to be used with the long and short nails containing a 125º ccd angle, the lag screw hole labeled 130 is designed to be used with the long and short nails containing a 130º ccd angle, and the lag screw hole labeled 135 is designed to be used with the long and short nails containing a 135º ccd angle. The correct distal screw placement is also described in the surgical technique on page 10-11. Root cause analysis: root cause determination using rmw: - implant cannot be used with the mating instrument or mating implant as intended due to targeting device not lined up with the distal holes on the nail after the nail was placed on the targeting device - possible, the targeting guide was not lined up with the distal holes on the nail after the nail was placed on the targeting device. - implant cannot be used with the mating instrument or mating implant as intended (insertion of lag screw not possible) due to users not chose the correct ccd angle targeting guide - possible, the user did not chose the correct ccd angle. - implant cannot be used with the mating instrument or mating implant as intended due to misinterpretation or not consideration of facilitating color-code leading to improper use/connection of instruments. Not possible - there is no color code issue. Conclusion summary: it was reported that during the surgery of a znn nailing system the surgeon had difficulties to place the lag screw and also to insert the distal screws. The provided x-rays and surgical reports were reviewed. No relevant information could be detected. The devices were not returned for investigation as there are still in vivo. It is unknown which targeting guide was used in the surgery. No information was provided. However, the targeting guide and the cortical screw is a warsaw design (see warsaw complaint (B)(4)). On 27.09.2016 we received a relevant information which says the surgeon used the 125° ccd angle on targeting guide even the lag screw hole on the nail was designed with a 130° ccd angle. The review of the surgical technique describes that the "the lag screw hole labeled 125 is designed to be used with the long and short nails containing a 125º ccd angle, the lag screw hole labeled 130 is designed to be used with the long and short nails containing a 130º ccd angle, and the lag screw hole labeled 135 is designed to be used with the long and short nails containing a 135º ccd angle." If the incorrect ccd angle is used a misalignment between the targeting guide and other implants will most possible occur. Therefore, it can be concluded that the user did not use the correct ccd angle. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation as it is still implanted. A surgical report and x-rays were provided for review. Where lot number were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a cmn femoral nail, ccd 130, left, 11.5 mm, 21.5 cm on (B)(6) 2016 due to femur fracture on the left hip side. The surgeon experienced problems while inserting the distal screw posteriorly, he did not manage to insert the screw through the locking hole, nevertheless, a stable fixation was achieved and the screw was left in situ. A surgery delay of 1-2 hours has been reported. It was further reported that nothing was defective with the targeting guide instrument. A 125 degree slots has been used as opposed to the 130 degree alignment for the appropriate nail.